Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints. It should be noted that the supera instruction for use (IFU) states: "should unusual resistance be felt at any time during stent system advancement or stent deployment, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit." Based on the information provided, the reported difficulties appear to be due to case related circumstances. The resistance advancing, difficulty removing, and tip separation all appear to be due to interaction with the tortuous and calcified artery. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. (B)(4). The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a re-stenosed lesion in the moderately calcified, heavily tortuous atrioventricular fistula artery. An unspecified armada balloon was used as pre-dilatation. A 6.5x60mm supera self-expanding stent system (sess) was advanced against resistance with the anatomy. The stent was deployed in the intended lesion, and the tip separated. A snare device was used to retrieve the separated tip, and the sess faced resistance with the anatomy during removal. There was a clinically significant delay. No additional information was provided.